Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device evaluation the right ventricular (rv) lead exhibited a lead impedance warning with a polarity switch. The rv lead impedance was high and undefined. It was also noted there was a high number of the sensing integrity counter (sic) over-sensing episodes and unable to capture in the unipolar configuration, bipolar capture is variable. Lead fracture was suspected. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.